Manufacturer narrative:
Patient code 2227 should have been included in initial MDR. Date of event: updated to (B)(6) 2019 in initial MDR. Event description: per updated information, the cause of the event is due to a patient related factor. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -7.00/1.0/102 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Glare/haloes was observed and the lens was removed on (B)(6) 2019. Reportedly "lens was removed due to strong haloes. Patient wears glasses again."

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found red residue on the lens and no visible damage to lens. Claim#: (B)(4).